Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at the proximal lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at the proximal lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
D4: lot number: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the device identified no kinks or damages in the hypotube shaft. Microscopic examination of the balloon identified a pinhole 2mm distal from the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon however a pinhole was identified 2mm distal from the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at the proximal lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.